Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported via email that while changing positions (right side), the tracheostomy cannula broke. This caused the therapist to immediately go into to the room and prematurely change the device for the patient.